Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and a reservoir was used. During surgery, the negative pressure was applied automatically. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "Did the reservoir function properly upon first activation? Unk. If yes, how long after the first activation happened did the issue occurred? Unk. Could you kindly perform and document the follow-up attempt for the product return? The device will be shipped. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.